Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and libre sensor kit were reviewed, and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the adc device and customer was unable to obtain readings. As a result, customer experienced hypoglycemia, drowsiness, and fatigue and was unable to self-treat, requiring third-party administration of sugar for treatment. There was no report of death or permanent impairment associated with this event.

Event description:
An error message was reported with the adc device and customer was unable to obtain readings. As a result, customer experienced hypoglycemia, drowsiness, and fatigue and was unable to self-treat, requiring third-party administration of sugar for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6). Has been returned and investigated. The sensor plug was properly seated, and no physical damage was observed on the sensor patch. No failure modes were observed upon visual inspection of the plug assembly. Data was extracted from returned sensor using approved software. Sensor was found to be in state 6 (indicating abnormal termination) with an event log correlating to memory/software corruption of the application specific integrated circuit (asic). Therefore, this issue is confirmed to memory corruption. All pertinent information available to abbott diabetes care has been submitted.